Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6. Device evaluation: the device related to the reported events of anxiety-product/procedure and rupture was received on may 13, 2025, with lot number 2676076. Based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed rupture on the device. As per the investigation procedure, deformation, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported replacement from textured to smooth due to concern of the product. Patient later reported rupture, confirmed via MRI. Healthcare professional reported rupture and exchange from textured to smooth due to concern with the product. Record is for left side. Device remains implanted.